Event description:
On (B)(6) 2011, pt's mother reports diagnosis of conjunctivitis with spk in both eyes. Pt had pain in her eyes and went to ER. F/u with the ecp on (B)(6) 2011 notes that the pt was previously (not by this facility) diagnosed with corneal ulcer and had corneal scarring.

Manufacturer narrative:
This is being filed as unconfirmed corneal ulcer, scar. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of th additional info.